Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 1400 mg/dl at the time of the incident. The customer was at 234 mg/dl at the time of the call. The customer used the pump and was given intravenous insulin to treat the high. The customer experienced symptoms such as headaches. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer had a high incident on july 13, 2018 where the meter read that they were high. The customer also had a low in the 20 mg/dl range and used glucose tablets and soda to treat. The insulin pump will not be returned for analysis. Frn- model unknown ¿ reservoir.